Event description:
The patient reported via telephone that the controller changes from one power port to the other one before batteries are down to 15%. The batteries were replaced. There will not be any log files as the patient will not be coming to the hospital any time in the next weeks.

Manufacturer narrative:
All of the complaint batteries were received by the heartware on (B)(4) 2014. A review of the device's incoming inspection records indicated ncpa-13566 was initiated during manufacturing; the non-conformance report was reviewed and the non-conformance did not contribute to the reported event. Upon completion of the review, it was concluded that the unit met all the internal requirements prior to its qa release process. Moreover, there is no evidence that the manufacturing process was a contributory factor to the events reported under this complaint. The device history record for (B)(4) is still pending. A review of the complaint data was completed for this patient ((B)(6)). One related complaint ((B)(4) ) was reported for power switching. There is no record of previous servicing for this patient the testing results for the batteries are as follows: (B)(4) : manufacturing date: 2013-07. (B)(4) : manufacturing date: 2014-07. (B)(4) : manufacturing date: 2014-07. (B)(4) : manufacturing date: 2014-07. (B)(4) : manufacturing date: 2014-07. (B)(4) : manufacturing date: 2014-07. The returned batteries passed visual inspection and functional testing. During testing, none of the battery cell pairs exhibited voltages below the 2.8 volts level and the full charge capacity remained above 2800 mah. The controller log files were not available for analysis. All batteries performed per specification at the bench.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Six batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Analysis of the devices revealed that the batteries met specifications; the batteries passed visual inspection and functional testing. The reported event could not be confirmed as the log files available do not cover the reported event date. Applicable risk documentation and experience with events of similar circumstances were considered; events with premature power switching of screened batteries are most often attributed to a communication error between the controller and battery. The most likely root cause is a communication error between the controller and battery. Heartware has opened an internal investigation to evaluate these types of issues. There are no known clinical or user related factors that could have contributed to this event. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The pump is used for treatment and remains implanted. The batteries have not been received for analysis.